Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: no samples or photos were returned for analysis.

Event description:
It was reported that 2 pen ndl 32ga 4mm experienced damaged or open unit packages/seal where sterility was compromised. The following information was provided by the initial reporter: when giving instructions to a patient, the nurse noticed that there was no tear drop label and the needle was piercing through the shield.